Manufacturer narrative:
(B)(4): final analysis of the pump revealed battery depletion-end of life. Analysis of the catheter revealed a broken catheter. Two segments were returned for analysis: 90 degree pump connector +27.9 cm segment, 9.8 cm segment. In a cross sectional view of the distal end of segment 2, it appeared to have been compressed and then broken. Segment 2 had a compressed area 6.0 cm from one of its ends.

Event description:
Pump and catheter were replaced due to normal battery depletion.